Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed after reviewing log files, one key remain pushed causing the issue. The foot switch and hand switch were replaced. They tested the system and all issue were resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system stays in standalone mode when it is started. No patient was present at the time of the event.